Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on an unknown sample type. Additional testing was performed on (B)(6) 2024 via an unknown brand of rapid antigen test which generated a positive result. Confirmation testing was performed at an urgent care via pcr (platform: unknown) on (B)(6) 2024 and generated a positive result. The consumer indicated they were experiencing symptoms such as a low-grade fever. No additional information, including treatment and outcome, was provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on an unknown sample type. Additional testing was performed on (B)(6) 2024 via an unknown brand of rapid antigen test which generated a positive result. Confirmation testing was performed at an urgent care via pcr (platform: unknown) on (B)(6) 2024 and generated a positive result. The consumer indicated they were experiencing symptoms such as a low grade fever. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.